Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. A 3.50x20mm synergy ii drug-eluting stent was inspected prior to the procedure. It was noted that the proximal stent edges appeared to be raised above the balloon. The procedure was completed with another of the same device. No patient complications were reported.